Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. All operating currents were within specification. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump was not working. Customer stated pump is not delivering. In addition, the customer experienced high blood glucose of 476mg/dl. The customer's back up plan are insulin shots. The customer stated the drive support cap was flush. The customer was advised the pump will be replaced and revert to back up plan.